Event description:
It was reported that this patient complained of hearing only a hum at initial activation of this implant. By june 2006, the patient was reportedly using and benefiting from his device. On 1/31/2007, the surgeon reported that the patient's device would be explanted and a new device reimplanted in 2007 due to lack of usable sound from the implant.